Event description:
It was reported that while using 10 kit bd max ext enteric bacterial panel false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer has reported false positive results for yersinia and vibrio. Customer checks positive sample´s pcr curves before reporting. False results have not been reported to physician. There has been no harm to patients. "

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results with the kit bd max¿ extended enteric bacterial panel (xebp) (ref (B)(4) lot 0307910 used in combination with the bd max¿ enteric bacterial panel kit from lot 0353995 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of both bd max enteric bacterial panel lot 0353995 and bd max¿ extended enteric bacterial panel lot 0307910 kit indicated that lots were manufactured according to specifications and met performance requirements. Customer complained about suspected vibrio and yersinia false positive results with the bd max¿ extended enteric bacterial panel kit lot 0307910 used in combination with the bd max¿ enteric bacterial panel kit from lot 0353995 and provided the database from instrument ct1360 for investigation. Manual pcr curve adjudication was conducted across runs containing yersinia/vibrio positive results. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curves show step dislocation in the raw pcr signal and generated positive results. It is unlikely that the step dislocations are due to true amplification and a root cause could not be identified. Although bd is unable to confirm the cause of the current issue, the reagent is not suspected of being involved. During the complaint investigation, information was provided by the molecular specialist responsible for the account, that no other false positive results issues occurred following a visit from a field service engineer and that the issue was resolved. There is no indication of an increase in complaints for discrepant results for the bd max¿ extended enteric bacterial panel kit lot 0307910. The root cause was not identified. The reagents are not suspected of being in cause. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd quality will continue to monitor for trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 10 kit bd max ext enteric bacterial panel false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: customer has reported false positive results for yersinia and vibrio. Customer checks positive sample´s pcr curves before reporting. False results have not been reported to physician. There has been no harm to patients.